Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a degraded dso seal and scratched lcd lens. The tamper seal was not broken. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the main board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that at the start up the device exhibited a red screed and error code 45985/1840003. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.